Event description:
Per the clinic, the patient's internal magnet has extruded. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the facility, the internal magnet was removed (date not reported). The implanted device remains. This report is filed 30 jul 2015.